Event description:
It was reported that there were air bubbles in the patient line during initial drain of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. During troubleshooting, it was discovered that the patient line did not prime properly due to a kink in the tubing. The technical service representative assisted with ending therapy and advised the patient to restart therapy using new supplies. Proper procedures per the user manual were reviewed with the patient. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, kinked tubing will prevent the patient line from priming. An incomplete prime is a known cause of this type of event. Should additional relevant information become available, a supplemental report will be submitted.